Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. Despite reasonable attempts, little information was provided. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected caused of the reported events. Additionally; the engineer noted debris build up on the et hand piece treatment tip. Debris build up on the treatment tip is determined to be the root cause of the reported events. A review of device labeling found the following instructions for cleaning and maintenance of hand pieces: "warning - the sapphire tip of the et/xc handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser energy and can cause epidermal injury.

Event description:
A foreign user facility reported that five (5) patients sustained "small dark-red to brown spots" to the back and bikini area respectively following hair removal treatment with a lumenis lightsheer desire laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received. It was further reported by the user facility that all five (5) patients had healed.